Event description:
It was reported that a shocking or jolting sensation occurred. There also was a problem with recharging. At first, the insr indicated the ins battery was 3/4 full, but then changed to warning battery was depleted when pt connected with pt programmer. On the second time using the insr, the pt got an empty battery that was recharging the first quarter. The por condition was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).